Event description:
On 10/25: customer reports male undergoing a stent placement when fluoro failed. Physician completed procedure using endoscopy. Pt is fine, no reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.